Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/31/2017 with the following findings: the pump¿s black box data history could not be downloaded due to internal moisture damage in the pump. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The returned battery cap¿s height and width were within specification. During visual inspection, it was observed that the bolus button cover was missing. During testing, the pump powered on with auditory and vibration alerts to a blank display screen. The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to a blank screen related to moisture ingress. The pump¿s cover was removed and the 32khz rtc signal was found missing at pin1 of the u38 watch dog chip. The pump was disassembled and moisture corrosion was found to the rtc circuit.